Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump successfully. The customer was instructed to continue using the pump and advised to call back if any malfunction code recurs, which was acknowledged and understood by the caller.